Event description:
Litigation papers allege pt suffered the following personal and economic injured: past medical expenses, future medical expenses, past lost wages, future lost wages, past and future conscious pain and suffering, physical injury, bodily impairment, mental anguish, emotional distress and loss of enjoyment of life. Pt has not yet scheduled an explantation of the asr hip implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient suffered the following personal and economic injuries: past medical expenses, future medical expenses, past lost wages, future lost wages, past and future conscious pain and suffering, physical injury, bodily impairment, mental anguish, emotional distress and loss of enjoyment of life. Patient has not yet scheduled an explantation of the asr hip implant doi: (B)(6) 2009 - dor: none reported (left side) patient is a resident of (B)(6). Update 9 july 2014 - der rcvd - updated dor, patient age, surgeon / hospital, product details received. Added fluid to reasons for revision.